Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. It was noted that the issue occurred due to a component failure of the pump head. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the issue was noted to be component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use for a colonoscopy procedure, the subject device had a defective water supply. No delay in the procedure and no reports of patient harm.

Manufacturer narrative:
As per the customer, the exact event date is unknown. The event occurred around february 2024. The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use for a colonoscopy procedure, the subject device had a defective water supply. No delay in the procedure and no reports of patient harm.